Event description:
Customer reported no fluoro image from the system. The system also, went to max technique and a popping noise was heard from the xray tube. Complaints of the video pin being pushed back into the lemo connector was also reported. No pt injury was reported.

Manufacturer narrative:
A ge rep cleaned and regreased the high voltage cable at the ends. Also, the lemo connector was replaced. The system now operates as intended.